Manufacturer narrative:
(B)(4). The complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, and retract; fluid was leaking from an open hole at the lap joint area when the catheter was flushed; the imaging window is still connected to the blue sheath at the lap joint; since the telescope cannot advance the transducer distal housing (tdh) to the most distal position the distance from the distal end of the transducer housing to the tip of the catheter was not measured; impedance testing finds the device is capable of imaging properly; full image characterization testing cannot be performed based on the open hole lap joint; no imaging core windup was found within the telescope section of the device; trapped blood inside sheath at lapjoint prevented imaging core from moving freely. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 17nov2014. It was reported that loss of image occurred. During preparation an opticross¿ imaging catheter was used to view a unknown lesion. It was noted that lost image occurred during 1st pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.